Event description:
Tsa stroke, pain and joint swelling, breast pain, disabling leg and foot pain and function, difficulty breathing and food allergies all possibly linked to mentor breast implants. Possible ruptured implant.